Event description:
It was reported that during a coronary stent procedure, the wire became stuck in the stent. After several attempts at removal, the wire tip separated from the shaft and remains in the pt. Pt status is listed as "okay".